Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details at this time the reported condition of the device running on its own could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.